Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) power cord can no longer be pulled out. Also the drum hangs.

Event description:
It was reported that before patient use, the cardiosave intra-aortic balloon pump (iabp) power cord can no longer be pulled out. Also the drum hangs. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the device was inspected, troubleshooting revealed that the cable drum is defective. The fse replaced the ac power cord reel. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6, h10, h11 corrected fields: b3 the following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part with a reported unit failure of the power cord reel not able to extend. The fat performed a visual inspection and found the part to be faulty. The reel would not extend the power cord. Fat verified the reported failure but no root cause identified.

Event description:
N/a